Manufacturer narrative:
(B)(4). The analysis results found that the ntlc75 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, the device could not be removed from the colon because the acral part of the anvil fork was caught in the tissue at the 3rd firing of functional end to end anastomosis. Eventually, the colon was additionally resected and functional end to end anastomosis was performed again. The staples of the 1st and 2nd firings were deployed as intended. There was no unexpected resistance in firing. The device did not clamp something hard. However, at the 3rd firing, the staples of the distal end seemed looser than expected. The staple height was blue. Another device was used to complete the case. There were no adverse consequences to the patient.